Manufacturer narrative:
Additional patient information: patient height reported as 5 feet 4 inches. Patient initials are (B)(6). Device is an instrument and is not implanted or explanted. Per facility, the complainant part has been discarded and is not available for return. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.0mm drill bit broke during an open reduction and internal fixation (orif) procedure of the distal humerus on (B)(6) 2015. The surgeon was drilling for a screw. The cone guide was not seated correctly and the flutes of the drill bit became caught on the edge of the plate. The fragment from the drill bit was not retrievable and was left in the patient. There were no additional x-rays, intervention, or surgical delays noted. This report is 1 of 1 for (B)(4).